Event description:
Manufacturer reference report: 3006705815-2019-00989. It was reported that the leads were explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR reference report: 3006705815-2019-00989. It was reported that the patient is not getting adequate therapy due to lead migration. X-rays confirmed migration. Reprogramming was attempted without success. As a result, surgical intervention may take place.

Event description:
Manufacturer reference report: 3006705815-2019-00989.

Event description:
Device 2 of 2: MFR. Reference report: 3006705815-2019-00989.